Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited e216 (scope communication err) occurs and b30 (scope communication err). The root cause could not be identified. According to the investigation, the suspect device that the problem may have been caused by stress during use, external factors or handling, damage to the video connector (such as a broken wire), or a fault in the mounted components on the circuit board (such as an ic chip or capacitor). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited e216 (scope communication err) occurs and b30 (scope communication err). There was no patient involvement.